Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported "leaking at the square plastic piece at the port". The device was powered down and the line was clamped. Support advised the patient to follow the chemo kit instructions regarding chemo spills/leaks provided from the facility and to call the clinic as soon as possible to notify them of the leak. Current vtbi: 91.4. Medication being infused is unknown. No patient injury reported.